Manufacturer narrative:
Date of event is unknown. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's lead migrated. Migration was confirmed with x-ray. Patient reported building a shed 2 days after implant, causing migration. As a result, the lead was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.